Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an internal controller fault alarm was confirmed via the submitted log file; however, it was not reproduced. A review of the submitted controller event log file spanned approximately 2 days ((B)(6) 2023 and (B)(6) 2023 per time stamp). Intermittent controller fault alarms associated with timebase faults and clock not set alarms were active throughout the log file; it should be noted that multiple instances of the intermittent alarms activating and resolving would be captured at the same timestamp and that there were instances of the time fluctuations; this indicates that the controller¿s clock was not functioning as intended. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was tested under multiple various conditions and the alarm was unable to be reproduced. The controller was disconnected and disassembled for inspection of the internal components, and no issues were observed. The provided information stated that no further alarms were reported since the controller exchange. A root cause of the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault and clock not set alarm conditions, and the actions to take if the alarms cannot be resolved. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an internal controller fault. The system controller was exchanged and there were no further alarms reported since the exchange. The pump was working as intended and there were no patient consequences.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Section e1: reporter phone number: (B)(6). Section e1: reporter address line 1: (B)(6).